Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that the instrument functioned as designed during execution of the three (3) protocols from which sub-optimal tissue processing was reported by the complainant; and no use error(s) was evident in the interaction between the user and the instrument in the period between (B)(6) and (B)(6) 2017. The root cause of the sub-optimal tissue processing reported by the complainant could not be determined from the information available.

Event description:
Leica biosystems received a complaint that tissue in 20 blocks was dry and "floating off slides" following processing. The leica field support specialist (fss) who attended the laboratory on (B)(6) 2017 in order to provide technical support was advised by the complainant that the sub-optimal tissue processing reported was derived from the following three (3) protocols: the "factory 2hr xylene standard" protocol comprising (B)(4) cassettes, which started in retort a at 16:58pm on (B)(6) 2017 and completed on 22:00pm on (B)(6) 2017; the "factory 6hr xylene standard" protocol comprising (B)(4) cassettes, which started in retort b at 16:58pm on (B)(6) 2017 and completed at 23:25pm on (B)(6) 2016 and the "factory 8hr xylene standard" protocol comprising (B)(4) cassettes, which started in retort a at 22:42pm on (B)(6) 2017 and completed at 06:46am on (B)(6) 2017. The complainant also advised the fss that all reagents on the instrument had been replaced following the identification of sub-optimal tissue processing; and an unspecified number of samples exhibiting sub-optimal tissue processing had subsequently been re-processed in either a "factory 2hr xylene standard" or "factory 6hr xylene standard" protocol as appropriate. Specific information as to the quality of tissue processing from these protocols was not provided. On (B)(6) 2017, leica biosystems (B)(4) received information that tissue from two (2) cases was not diagnosable. On (B)(6) 2017, leica biosystems was advised that the undiagnosable tissue samples were derived from (B)(6) and (B)(6) male patients; and that re-biopsy of one (1) patient had been performed. Refer to MFR. Report #8020030-2017-00016 for details of the other patient involved.